Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Manufacturer narrative:
Correction: initial reporter occupation, other occupation, report source, report source other. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a040502, a0721, a070908. Annex b: b01. Annex c: c02, c0201, c0601. Annex d: d15. Annex g: g04037, g04067, g02005, g03005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of consistent channel errors could not be replicated during laboratory testing. Internal inspection observed contamination and corrosion inside the rear case, bezel assembly and components on the logic board. The functional test performed with an estimated duration of 20 hours don't cause a channel error. Laboratory testing of the returned pump module showed the device passing all alaris system maintenance tasks. The motor stall testing showed an acceptable voltage reading, it was observed to be above the -100mv threshold when tested for mechanical drag. A review of the pump module error and event log showed there is no record of usage on the reported event day. Review of the pump module error log showed no errors were recorded on the reported event day. Near to the event day, the error code 260.4130.0 (sensor supply high voltage failure broken high failure) was recorded on (B)(6) 2025; at 5:53:27 pm. As well at 5:59:43 pm on the same day, the error code 245.3020. 0 (bad unpowered state failure) and error code 242.4030.0 (motor stall failure) were recorded. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.